Event description:
Per the clinic, the patient was accidentally hit by a car door while being outdoors at night, causing the abutment to fall off (specific date not reported). Subsequently, the patient was placed under monitored anesthesia care (mac) on august 26, 2025, in order to reattach a new abutment.